Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not trigger from the adc device. The customer indicated they had a "fixed gaze" and required treatment of coke provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. A valid lot or serial number was not provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report: h10 - additional mfg narrative has been corrected.

Event description:
A customer reported that the low glucose alarm did not trigger from the adc device. The customer indicated they had a "fixed gaze" and required treatment of coke provided by a third-party. There was no report of death or permanent injury associated with this event.